Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Vyaire medical determined the root cause due to user fault. The blower driver fets overheating due to lack of maintenance / filter exchange combined with not reacting on blower temperature alarms caused damage of main electronics. As a resolution blower and blower controller on the main electronics needs to be replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 ventilator alarmed blower failure. The customer confirmed that there was no patient involvement associated with the reported event.